Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting sys was having difficulty with the cutting function, the power supply was not beeping. They tried replacing the extension cable, but it still would not cut. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that the hot jaw of the hemopro was slightly burnt and the heater was bowed out slightly. The jaws showed signs of clinical usage. There was slight evidence of blood on the device. Resistance measurements were within specification. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device performed according to specifications during several device activations. Based upon on the functional test, the reported complaint "would not cut" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. Internal file number - (B)(4).